Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (823164) was implanted in a pediatric male patient via v-p shunt on (B)(6) 2022 with 200mmh2o. On june 14, 2022 the patient was vomiting and underdrainage was suspected. The valve was removed and replaced on (B)(6) 2022.

Manufacturer narrative:
The hakim valve was returned for evaluation. Device history record (DHR) - the product code 82-3164 with lot: 5346515, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defects noted. The position of the cam when valve was received was 180mmh2o. The valve was hydrated. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism at the time of investigation no under drainage issues were noted.

Event description:
N/a.